Manufacturer narrative:
Follow-up # 1 ¿ (11/22/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high compared to her feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 8:30am she obtained readings of ¿205 and 199mg/dl¿ on the lfs meter. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported on (B)(6) 2013 at 8:40am she took her usual dose of ¿glycoside 5mg.¿ the patient reported on (B)(6) 2013 at 2pm she developed symptoms of ¿dizzy and sweating.¿ the patient denied receiving any additional treatment in response to her symptoms. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged inaccuracy issue, she took her medications as usual and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.